Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be manufacturing related due to operator error or mechanical error or thin rubberized layer. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter balloon was unable to deflate. Per follow up with ibc via email on 05nov2020 the catheter was cut and eventually removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon could not be deflated. Per follow up information received from the ibc via email on 05nov2020, the catheter was cut off and eventually removed.